Manufacturer narrative:
No vibration during the self test due to broken vibrator black wire. Pump passed the operating currents measurement, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The audio beep/alarm feature functioned properly. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a vibrate anomaly. The customer¿s blood glucose was 70 mg/dl at the time of incident. Customer stated that the insulin pump would not vibrate even after he battery has been changed. Vibrate anomaly troubleshooting was performed and confirmed that insulin pump did not vibrate and failed the self test. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.